Event description:
The end user states that the on/off switch has stopped working on his device. The end user states that he is the third owner of the chair. The end user has no further information to provide.